Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that new software and a new hard drive was needed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a spinal fusion procedure. The rep indicated that the navigation system cannot receive an o-arm image. According to the rep the first spin of the o2 made a "cracking noise," but the second spin was completed successfully with a nav tag, but would not transfer to the navigation system. The rep tried to manually push it and received an error on the s8 stating "verify correct scan sent to the s8" with no scan having transferred. The team attempted another spin with the same result. Navigation was aborted as a result of the issue and there was no reported surgical delay or change in patient outcome.

Manufacturer narrative:
Additional information: procedure delay information received. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a reported delay to the procedure was 15-20 minutes as a result of this issue.